Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed one vad disconnect alarm logged on (B)(6) 2018 at 11:39:37. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarm can be attributed to the driveline not being connected to the controller, as described in the event details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre implant procedure the controller alarmed for vad stopped while power was attached to the controller. The controller was programmed several hours before the alarm and there was no driveline connected at the time of the alarm. The controller is still in use. There was no patient involvement.